Event description:
The pt was implanted with a siltex saline mammary prosthesis in 1997. Subsequently, the pt experienced capsular contracture, infection, and deflation of the device. The device was explanted in 1999.